Event description:
The report indicated that after 23 hrs of ECMO support, plasma and hemolyzed blood were noted leaking at the junction of the heat exchanger to the housing (at the tertiary vent). The unit was changed out with no pt injury reported. ECMO is an off label use of the device. The device is designed and labeled to operate for a maximum period of 6 hrs.